Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan (lfs) USA alleging that their wife's onetouch ultramini meter was reading inaccurately high compared to a "breeze 2" device. This complaint is being documented based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient was unable to be contacted, despite numerous attempts, in order to obtain additional information; however the reporter called lfs back when customer service sent a no response letter. The information which was provided during this call back was not consistent with the initial call recording which the mss considers to be a more accurate representation of the alleged product issue which was reported. The reporter stated that the alleged inaccuracy issue occurred "a number of days" prior to the alert date of (B)(6) 2016. At this time the patient obtained a blood glucose result of ">600mg/dl" with the subject meter which was higher than an unspecified result which was obtained on a "breeze 2" meter within 30 minutes of one another. The patient manages their diabetes with an unspecified dosage of humalog insulin and took an increased dosage of this insulin, in alignment with the subject meter result, at this time. A "few hours" after this the reporter stated that the patient fell in to a "diabetic coma". The reporter stated that the patient "couldn't wake up" and felt that he had "nearly lost her" the emergency medical services were called and the patient was taken to hospital. The specific details of the treatment were not provided by the reporter, he could only state that the patient was taken to the hospital "to wake her up". Blood glucose results from the ems and from the hospital were not provided during the initial call.at the time of troubleshooting the customer care advocate noted that the unit of measure was set correctly on the subject meter, an approved sample site was being used by the patient and the test strip vial being used had not cracked, nor was it broken. The patient did not have control solution available to walk through a control solution test. The information which the reporter provided during their follow up call with customer service was not consistent with the event which is being reported above, and the mss does not consider there to be a link between the information provided on these separate occasions. This complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.